Event description:
(B)(6) study. It was reported that an exacerbation of peripheral arterial disease and an occlusion of eluvia stents occurred. The subject was enrolled into the (B)(6) study on (B)(6) 2020 and the index procedure was performed on the same day. The target lesion was located in the left peroneal artery and was 90% stenosed. The lesion had a proximal reference vessel diameter of 3.25mm and distal reference vessel diameter of 3.0mm, with a lesion length of 140mm. Treatment of the target lesion was performed by placement of 3.0 mm x 120 mm standard percutaneous transluminal angioplasty balloon. Post treatment, the residual stenosis was noted to be 25%. On (B)(6) 2020, the subject was discharged on antiplatelet therapy. On (B)(6) 2021, 299 days post index procedure, the subject presented with unknown symptoms and was diagnosed to have exacerbation of peripheral arterial disease. On (B)(6) 2021, the subject was followed-up as an outpatient due to leg pain. Lower extremity arterial echo revealed blood flow from the proximal superficial femoral artery to the distal popliteal artery was not visualized. On (B)(6) 2021, prior to enrollment in the study, the subject was implanted with three eluvia stents; 7.0 mm x 120 mm, 7.0 mm x 120 mm and 7.0 mm x 80 mm in left sfa. 12 months after placement of the three eluvia stents in the left sfa, an occlusion was suspected. On (B)(6) 2021, the subject was hospitalized for further evaluation and treatment. Angiography and endovascular therapy was performed on the same day to treat the event. On the same day, 100% stenosis was noted in the left peroneal artery with reference vessel diameter of 3.25mm and a lesion length of 140mm. The stenosis was treated via plain old balloon angioplasty (poba) and thrombolysis. The 100% occluded eluvia stents were treated with poba. Post procedure, the residual stenosis was noted to be 75%. Final angiography revealed no complications. Urokinase was administered intra arterially. The event was considered to be recovered/resolved. There were no patient complications reported.